Manufacturer narrative:
(B)(4). Exemption number: e2013003 covidien is submitting this report of behalf of c.r. Bard, inc., (importer) c.r. Bard reference number: (B)(4). Section a2, a4: patient information not provided. Section b3: incident date was not provided. Section d4: UDI, lot number not provided. Section f3: user facility not provided. Section h4: since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative and postoperative diagnosis was cystocele and stress incontinence. The procedure performed was an anterior vaginal repair with mesh graft and transobturator sling.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.